Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator showed a ventricular tachycardia (vt) episode that was binned as ventricular tachycardia but was not actually within the programmed vt zone. It was noted that the patient was likely having the parameters adjusted during that episode. The patient will continue to be monitored. There were no patient consequences.